Event description:
Carefusion product fra2015, a fine needle for aspiration opened for a procedure had a creased bend and unable to use device. A second was opened for use without any bend. No harm or delay to patient.